Event description:
Boston scientific received information that during a recent device change out procedure, the physician was unable to remove the lead from the device header. Boston scientific technical services (ts) was consulted and suggested using a bone cutter to cut the header and free the lead. The physician was unable to do that as he feared that the location was to narrow and he didn't want to risk damaging the lead on this pacemaker dependant patient. In the end, they elected to leave the device and leads implanted and implanted an entirely new system on the patient's left side. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.